Manufacturer narrative:
(B)(4). Concomitant medical products: model: sc-2218-50e, serial: (B)(4), description: trial linear st lead, 50cm. Model: sc-4108, lot: 19329103, description: or cable 2x8, 61cm and extension spectra. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a trial procedure and passed away three days later for an unknown reason. The physician does not suspect the procedure or device as the cause of death.